Event description:
Patient received intravenous antibiotics dose of gentamicin that was suppose to run in over 30 mins, went in over 9 mins.====================== health professional's impression======================n/a